Event description:
It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade of 4+. After the removal of the wire and dilator from the steerable guide catheter (sgc), it was noticed while aspirating that there was air bubble in the front part of the hemostasis valve. The physician continued to aspirate and touched the hemostasis valve with a hemostat which closed the valve. This allowed the air bubble to be aspirated out of the hemostasis valve into the syringe. The hemostasis valve had full column and the procedure was continued. One clip was implanted with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported air bubble could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.